Event description:
It was reported that a malfunction alarm occurred. The customer's blood glucose (bg) level was "high" (specific value not provided), the customer reverted to an alternate insulin pump to address the elevated bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.